Event description:
Information is not complete on this pt as the implanting surgery occurred out of state and records are not available regarding that inpatient hospitalization. The lot and catalog numbers are noted from the explanted acetabular cup. No serial number is noted. Prosthetic joint implanted 2007, specific date or facility not known. Pt noted discomfort of the hip and occasional sense of clicking and mechanical dysfunction of the joint, increasing over time. Radiographs did not reveal any dysfunction. Pt recently moved to this state, noted increasing pain and joint dysfunction. She sought local surgical consultation and had her explanting surgery at this facility for convenience. During explantation surgery the surgeon noted the acetabular component had no bony ingrowth and was easily removed without having to drill it out. The surgeon then replaced the femoral head and acetabular cup. He had to replace the acetabular cup with a larger one to accomodate the size of the cavity in the pelvis, which also required a larger femoral head to fit the larger cup.====================== health professional's impression======================quoted from the surgeon's post-operative dictation: "there have been some issues of loosening with this cup so it was assumed that this cup was loose.we tapped on the cup several times and the cup came out without any difficulty...there was no bone ingrowth in the back of the cup."